Event description:
It was reported that the device would reset by itself. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure; however, due to the age of the device and the costs associated with repair, the customer declined service. The cause of the reported failure could not be determined.